Event description:
A medtronic representative reported that the navigation system seems to be fine while he is there but allegedly inaccurate when he leaves. The endoscope system is displayed in 1 of the 4 navigation views (video). He has to use an endoscope for his operations. The video out doesn't work and the endoscope view (s video in connection) doesn't display properly. The surgeon noticed 5mm of inaccuracy after registration. The endoscope cables were not near the table. He decided to stop navigation. A backup navigation system was used to complete the case with no injury to the patient.

Manufacturer narrative:
A medtronic representative went to the site to replace parts and test the equipment. A system checkout showed that the system was fully functional. The computer was returned to the manufacturer for analysis. The system audio was fully functional and the video capture performed correctly with no issues found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient weight was not available from the site. The surgeon has stated that he is going to visit another hospital to watch a colleague use his navigation system to see if he is doing something wrong. No parts or files have been received by the manufacturer.